Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read over 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, vomiting, and a stomachache. The patient reports being allergic to the pods adhesive. In addition, the patient reports having a rash as well as a blister at the pod infusion site (arm). Once at the hospital the patient reports the hospital had blown out a vein. The patient was treated with intravenous fluids and insulin. The patient was at the hospital emergency room for 14 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g7.